Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pocket site inflammation due to an infection at the ipg site. As a result, patient underwent surgical intervention during which the entire system was explanted. The patient was prescribed oral antibiotics to address the infection.

Manufacturer narrative:
Section b3: date of event is estimated.